Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented standard femoral component left size 9 catalog #: 42504606601 lot #: 64700001, persona revision offset splined uncemented stem extension 6mm x 14mm x +135mm catalog #: 42560613514 lot #: 64610752, persona revision cemented tibial component left size e catalog #: 42542007101 lot #: 64334575, persona revision straight splined uncemented stem extension 12mm x 135+mm catalog #: 42560113512 lot #: 64542404, persona posterior stabilized articular surface left 10mm catalog #: 42512600710 lot #: 64629118, persona revision cemented tibial augment half block left medial size ef 5mm catalog #: 42555805305 lot #: 64484558, persona revision cemented tibial augment half block left lateral size ef 5mm catalog #: 42555805105 lot #: 64352308, persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 63295592, persona revision tibial central cone size x-small catalog #: 42545000510 lot #: 64572750, palacos bone cement catalog #: 5036963 lot #: 88844746, palacos bone cement catalog #: 5036963 lot #: 89194746. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain approximately two (2) years following left knee arthroplasty. The patient was instructed to continue over-the-counter pain-relievers. No additional patient consequences were reported. Initial operative notes noted no intraoperative complications.

Event description:
It was reported that the patient was experiencing continued pain approximately two (2) years following left knee arthroplasty. The patient was instructed to continue over-the-counter pain-relievers. The patient also began experiencing moderate stiffness approximately five (5) years post-operatively. No additional patient consequences were reported. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.